Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intra-cardiac echo. A pericardiocentesis was performed and 60cc of fluid were removed. The patient was reported to be in stable condition at the time the complaint was reported. The patient did require to be kept in the hospital a few days. The physician¿s opinion regarding the cause of this adverse event was that he felt the effusion was created during the transseptal puncture. However, the effusion was noticed during ablation. The transseptal puncture was performed with the brk-1 needle and the st. Jude sl-1 sheath. The generator was set to 40w. The flow setting was set to 30 ml/min. The power was not titrated during the ablation. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained at 275-325. The event was unlikely to be related to the biosense webster products. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter and it failed. The irrigation tube was found bent at tip section. The irrigation tube is 100% inspected on all catheters before leaving the facility. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intra-cardiac echo. A pericardiocentesis was performed and 60cc of fluid were removed. The patient was reported to be in stable condition at the time the complaint was reported. The patient did require to be kept in the hospital a few days. The physician¿s opinion regarding the cause of this adverse event was that he felt the effusion was created during the transseptal puncture. However, the effusion was noticed during ablation. The transseptal puncture was performed with the brk-1 needle and the st. Jude sl-1 sheath. The generator was set to 40w. The flow setting was set to 30 ml/min. The power was not titrated during the ablation. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained at 275-325. The event was unlikely to be related to the biosense webster products.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #:(B)(4); stockert generator, model #: unknown, serial #: unknown; coolflow pump, model #: unknown, serial #: unknown; pentaray nav eco catheter, model #: d-1282-08-s, lot #: 17173440l; distributed - acunav catheter, model #: m-5723-09, lot #:qe114340; non bwi -st. Jude duodeca catheter -unknown lot #; non bwi - st. Jude quadrapolar catheter - unknown lot #. (B)(4).